Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that one of ar-8926ss tightrope construct was received wrap around the guide pin, and the suture ends were found to be frayed. The other ar-8926ss tightrope construct was received with no suture, it was cut at the end. Both constructs had the buttons missing (oblong and round).. Most likely caused by applying excessive force on the shortening strands, nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a foot osteosynthesis procedure, when the surgeon passed the ar-8926ss, into the piolet hole, the suture broke. The surgeon then used another and the suture broke as well. All fragments were retrieved and the case was completed by using a third ar-8926ss. No patient harm.